Event description:
Per the audiologist, the patient reported vertigo when using the cochlear implant system. An x-ray (date not reported) showed the electrode array had migrated out of the cochlea. The patient's device was explanted in late 2008. There was no reported reimplant surgery.

Manufacturer narrative:
There is no alleged device malfunction. No device analysis investigation is required. This is a final report filed. This type of event is addressed in the device labeling.